Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: iran. It was reported that a damaged optilene 8/0 2*dr8 c3090887 was received from one of our reference hospitals in (B)(6) when they found needle detachment inside of our package before usage and in many cases they noticed needle detachment during CABG surgery and as it did happened several times in their hospital operating room.

Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 720 units of this code-batch. There are no units in our stock. We have received one closed sample. One of the needles (reference with double needle) is already detached from the thread. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions, as a specific project is open in order to avoid this kind of incidents in the future: (B)(4).